Manufacturer narrative:
According to the IFU the alarm "low air" respectively "!! Supply pressure low" indicates a supply pressure below a certain level and the user has to ensure that the supply pressure exceeds this level. This alarm is not logged in the logfile as it is not a technical failure from the oxylog. During logfile analysis it was found that the failure "poti: o2 unplugged" was logged, which is not related to the "!! Supply pressure low" alarm. The potentiometer to adjust the oxygen concentration had failed on (B)(6) 2017. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In december 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started. The customer has received this safety notice and the information that the affected devices will be updated to the current software version.

Event description:
The customer reported that the ventilator alarmed for low air and had to be changed out. The patient had to be resuscitated by use of bag valve mask. When viewing the error log for the day of the reported event ((B)(6) 2017), there is only one entry which indicated that the ventilator actually alarmed for "poti: o2 unplugged." No patient injury was reported.